Event description:
It was reported that during a da vinci esophagectomy procedure, the customer noted that the fenestrated bipolar forceps instrument wire was broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that one grip tip was bent, causing side to side misalignment of grips. There was a 0.119 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's bipolar yaw pulley was broken. The yaw pulley was missing a .050 x .044 piece opposite side of the char mark side. Unclear how piece of yaw pulley broke. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's bipolar yaw pulley exhibited thermal damage at the opposite side of the broken yaw pulley, there were visible char mark on the pulley melting the yaw pulley. No other damage was found. An additional observation not reported by site was that the instrument's distal pulley exhibited mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable, main tube and/or broken yaw pulley could cause or contribute to an adverse event if the failure mode were to recur.